Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, patient was implanted with a lue hero graft on (B)(6) 2014 and presented on (B)(6) 2014 with a clotted, non-functioning graft. Thrombolectomy/embolectomy was successfully performed on the graft on 09/08/2014. The patient was admitted to the hospital on (B)(6) 2014 for non-st segment elevation myocardial infarction (nstemi) with other principle diagnoses of relative hypotension, moderate ai, schizophrenia and cognitive deficits, hypothyroidism, morbid obesity, and hyperammonemia of unexplained etiology. The patient died on (B)(6) 2015, official cause of death unknown as "family did not want an autopsy, patient was found dead at her home." The scope of the investigation will include both hero 1001 and hero 1002 components.